Event description:
It was reported that the patient experienced urinary retention, pain and erosion into urethra. It was also confirmed that the physician observed the left cylinder perforated and migrated into the urethra slightly. A surgical procedure was performed to replace the system. There were no patient complications.